Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted. Without return of the device the clinical observation cannot be confirmed. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Delay of reporting occurred due to regional complaint handling error. Retraining is in process. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. If additional information becomes made available a supplemental MDR will be submitted.

Event description:
It was reported that a (B)(6) female patient had re-operation with a valve-in-valve procedure for a failing mitral valve implanted to the tricuspid position. The implant duration of the mitral valve was approximately 4 years at the time of the procedure. The model 7000tfx, 25mm perimount magna mitral valve remain implanted after the valve-in-valve procedure. Exact implant date remains unknown. Through follow up with the health care provider, the reason for re-op was due to severe tricuspid insufficiency. During the procedure, a sapien xt valve was implanted in tricupsid position. Patient was reportedly discharged without complications.

Manufacturer narrative:
Through follow up with the health care provider, it was confirmed this mitral device was implanted to the tricuspid position and the implant was performed sometime in (B)(6) of 2010. Exact date of the original implant procedure remains unknown. Additional information was learned which changes the model originally reported. The serial number of the device has been provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(4). Model # = 7000tfx.

Event description:
Edwards has learned that a patient had transcatheter valve-in-valve intervention after an implant duration of approximately four (4) years of a 25mm aortic valve in the tricuspid position. The reason for intervention was due to insufficiency. No further details were provided.